Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported the customer had a button error alarm on the insulin pump. Customer also reported the up arrow button was unresponsive. Customer's blood glucose was 375 mg/dl. The insulin pump will not be returned for analysis.